Manufacturer narrative:
The transducer referenced in this report was returned to siemens for investigation. During visual inspection, no visible damage was observed on the articulation sleeve area. Engineering conducted a system test for over 30 minutes and the reported us acquisition_40 error message was not reproduced. Other functional tests were executed and no problem was discovered. It was found that the transducer was performing to its specifications. A review of the device history record (DHR) was performed and there is no information to indicate any non-conformance at the time of manufacturing process. Reference complaint # (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that the transducer prompted a usacquisitionhw_40.0 error message during equipment testing. There was no procedure being performed at the time the reported error occurred. No additional information was provided.